Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that patient used male external catheter and states after wearing for a while the drain bag and catheters seem to seal shut. It almost vacuums sealed while regular wear but more so after draining the leg bag. They discussed vapor lock with the patient. Explained the importance of exercising the bag, keeping liquid or air in the bag in between uses. Another factor could be the size. Suggested possible trying a size upon down to create a better seal. Reminded patient might need to take a break from male external catheter as it did not need to be used on irritated or compromised skin.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings, and no sample was available for evaluation. No actions can be taken at this time since a root cause was not identified. A DHR could not be performed since no lot number was provided. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. Correction: e the reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that patient used male external catheter and states after wearing for a while the drain bag and catheters seem to seal shut. It almost vacuums sealed while regular wear but more so after draining the leg bag. They discussed vapor lock with the patient. Explained the importance of exercising the bag, keeping liquid or air in the bag in between uses. Another factor could be the size. Suggested possible trying a size upon down to create a better seal. Reminded patient might need to take a break from male external catheter as it did not need to be used on irritated or compromised skin.